Event description:
Additional information received reported the patient needed additional education on the patient programmer. The patient's groups were set up for independent left and right sided control and he didn't remember how to manipulate the independent control. He needed to increase the amplitude for the program that covered his left side, which a manufacturer representative showed him how to do. The patient was pleased with the results and there were no other known problems.

Event description:
It was reported that the patient felt no stimulation sensation and experienced a loss of therapeutic effect on his right side. It was mentioned that this was not the first time the patient had lost therapeutic effect. The patient was scheduled for an appointment on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer 37742, (B)(4); lead model 3998, lot# l58784, implanted: (B)(6) 2000, explanted: unknown; extension model 3708360, (B)(4), implanted: (B)(6) 2007, explanted: unknown; extension model 3708360, (B)(4), implanted: (B)(6) 2007, explanted: unknown; accessory model 37752, (B)(4).